Event description:
It was reported that a patient underwent a robotic laparoscopic supracervical hysterectomy on (B)(6) 2013. During the procedure, the device would activate continuously when the trigger was activated. The blade would keep turning when the trigger was released. The same device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02953. The same patient is represented in each medwatch. This medwatch report is in response to receipt of facility report #3100500000-2013-8006.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the drive cable stopped rotation when the trigger was released. The device operated as intended during evaluation.